Event description:
It was reported that a malfunction alarm with a specific code, malf 16, occurred. There was no reported impact to the customer¿s blood glucose level as the related information was unknown or not provided. The customer planned to use multiple daily injections as backup therapy to ensure no interruption in insulin delivery.